Manufacturer narrative:
Date of event: (B)(6) 2017 is an estimate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer's representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient suspected the ins had reached over discharge (od) but then went on to report that patient reported to physician that they were seeing they believe was the "call your doctor" icon and the rep noted that patient should not be at eri yet. Signs of od and high level overview of prm were reviewed. It was also reviewed that if a patient was seeing "call your doctor" icon, then likely the inswas not over discharged and suggested they watch for code and call back to review further information. The rep called back again later and stated they were with the patient and indicated the clinician programmer said ins was discharged and they could not enter a session. Rep used ins recharger (insr)which showed 7 bars and that the first quartile was charging. Patient and caregiver indicated they had been seeing the doctor face/no code about every third of fourth recharge session for the last week. It was reviewed that ins was not over discharged at this point and patient should call the manufacturer next time they see the doctor face as likely it was a 375 or 376 code but this cannot be confirmed until seen. It was also reported that the patient had lost weight and the ins had been flipped around and moving in the pocket. The rep indicated they see 2 or3 coupling bars a lot of the time and the flip started before the patient lost weight. It was reviewed that to maintain charge on the ins and that if it became a concern . They would need to speak with physician about pocket revision. The rep inquired if ins flipping or the fact that patient lived in rural area was contributing to recharge issues with doctor face , and it was reviewed that that was unlikely. The patient's daughter also reported that they found the father's charger but the internal battery maybe drained and may need to be replaced. No patient symptoms were reported. No further patient complications were reported/ anticipated as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a rep indicated the patient was advised to secure their charging belt tightly while charging. They determined the patient's ins had not overdischarged. The patient's caregiver reported they had dropped their ins recharger (insr) at one point. The rep recommended them to replace their insr.